Event description:
A malfunction alarm was reported, identified by code 12-0x2071. The customer's blood glucose level did not exceed 500 mg/dl, indicating the value was within a normal range. Technical support provided information and assistance to reset the pump, and after the reset, the malfunction code did not recur.